Event description:
The customer reported that the device suddenly stopped measuring during use, and replacing the probe and sensor cable did not resolve the issue. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact